Event description:
It was reported that during infusion, the pump triggered a ¿cassette not attached properly¿ alarm. This is a high-priority alarm that prevents device operation and interrupts therapy. The patient attempted to remove and reattach the cassette; however, the alarm persisted. A backup pump was subsequently used to resolve the issue. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.